Event description:
A balloon developed a leak during a percutaneous transluminal angioplasty procedure. There were no pt complications involved. Co's attempts to obtain further details regarding to the circumstances surrounding this event were unsuccessful. The device has not been returned for evaluation. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device and without further details regarding the circumstances surrounding this event, co cannot determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.